Event description:
It was reported that the pump alarmed air in line. There was a 6 inches gap of air just between the pump and the first connection site towards the patient. They were not comfortable troubleshooting to restart with that much air in line. They powered the pump off. They were aware of the 4 hours window with blina. There was no patient harm or injury. The event occurred while in use with patient at patient's home.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The device was not returned for analysis. Review of service history showed no indication that the complaint was related to service of the device within the review period. Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer, unable to determine a probable cause as the device was not returned for evaluation.